Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device did not provide an alert or error message for an occlusion. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion device is not expected to be returned for product evaluation.